Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed high capture thresholds on the right atrial leadless pacemaker (ra lp). The patient was asymptomatic. The ra lp was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Report type and h1 updated to serious injury.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of a capturing problem was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem.